Event description:
It was reported to boston scientific corporation that endovive initial placement kit was placed. The procedure date is unknown. According to the complainant on (B)(6) 2012, the patient had an accidental fall and the peg came out. The patient is on duodopa and is receiving the medication orally. Placement for a new device will be reevaluated in march 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.